Event description:
It was reported that a caregiver contacted support concerned that the ilet was not delivering insulin while the patient was experiencing prolonged hypoglycemia, with blood glucose readings reportedly as low as 39 and rising to 59 and 71 before resolving to 102 after treatment guidance; the device was explained to be suspending or decreasing insulin in response to low glucose, and troubleshooting and education were completed regarding appropriate hypoglycemia treatment using oral carbohydrates and the 15-minute recheck approach. Symptoms included low blood glucose without reported physical symptoms. Outcomes included resolution of the hypoglycemic event at home without escalation of care. Investigation included real-time troubleshooting and education on hypoglycemia management and device behavior during low glucose. Investigation of this case revealed no device malfunction, and the event was consistent with undertreatment of hypoglycemia while the ilet reduced insulin delivery in response to the low. It was concluded, based on previously established findings for similar reports, that the cause was user-related treatment of hypoglycemia rather than a device performance issue.